Event description:
It was reported that the pacing-dependent patient presented for an urgent replacement of the pulse generator due to sudden premature battery depletion. The device was explanted. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.